Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 17528388, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included fever, chills, and visible drainage at the site. It was believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.